Event description:
Catheter was placed and used as an intrathecal catheter. During catheter removal, the catheter snapped. According to a CT scan, the retained piece was seen at the l4-l5 level and extends to the l1-l2 level. It is seen on the right, lateral to the spinuous process and extends into the spinal canal, apparently within the thecal sac.